Manufacturer narrative:
The pod was discarded and will not be returned for evaluation. We are unable to confirm any device malfunction that may have prevented or restricted insulin flow, rendering bolus attempts ineffective. No specific failure mode was noted in the report. Based on the information provided and in the absence of a device evaluation, we have to assume that the patient correctly identified that the cannula pulled out of her insertion site, resulting in insulin not being delivered in her. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The specific time line of bolus deliveries was not provided - it is unknown if this instruction was followed. In addition, the instructions indicate to verify proper cannula insertion by inspecting the cannula through the viewing window. No pod lot number was provided - a review of lot qualification records was therefore unable to be performed. The omnipod website contains a resource guide that contains a listing of products that can help to keep the pod in place, minimizing the risk of the cannula becoming dislodged.

Event description:
The customer reported that a "high" bg level was experienced (greater than 500mg/dl). In response, she had delivered a correction bolus, but there was "no change" in her levels. She proceeded to wear the pod - she said that she "should have taken the pod off, but wanted to deliver another bolus" to see if the pod would "fix itself" and lower her bgs. She stated that the cause of her high levels was from the cannula being "pulled out." She is legally blind, and did not verify cannula insertion. During the episode, the customer "started throwing up" and went to the hospital where she was "checked into the emergency room." While in the ER, she was given a manual insulin injection; 20 minutes later, her bg levels started coming down. Insulet customer support recommended that she visit the omnipod website for products that can help to keep the pod in place to help prevent against accidental bumping or the cannula becoming dislodged. The pod was discarded and will not be returned for evaluation.